Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were unresponsive after swimming. The patient denied any damage to the rubber keypad or trauma to the pump. The patient noted evidence of moisture on the battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. All of the buttons responded appropriately. There was evidence of contamination under the up and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was corrosion in the battery compartment and a leak test was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.